Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00828257 case subject: there was no patient involvement 8100 failing patient side occlusion account name: penn presbyterian medical center account #: 1612400 asset name: 8100 lvp rcnd asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: biomed has a 8100 module failing patient side occlusion during pm. Sn: (B)(4) failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: biomed replaced the pressure sensors and unit still failing. Recommended to replace the platen assembly, and next would be the mechanism assembly. If unit still failing send in the unit for depot repair due to the cost of the logic board. Biomed will conduct repairs and call back if any further assistance is needed. Other- specify in comments.